Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging an unknown error. The reporter stated that he was "unsure if error 17 displayed on the screen." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.